Manufacturer narrative:
According to the customer on (B)(6), "the band aid basically gave me a chemical burn in two spots of my left hand creating the skin to peel off and bleed. My skin peeled right off and bleed. It burned my skin so bad it peeled right off. It still has not healed and it's going to leave 2 big scars on my hand". The customer saw the doctor for treatment but did not specify what the treatment was. The customer stated it still hurts, burns, and is still healing. There was no further information. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer on (B)(6), "the band aid basically gave me a chemical burn in two spots of my left hand creating the skin to peel off and bleed.